Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable (nd-nr)" alarm. The cassette was removed and replaced twice. The cassette was also gently tapped to disperse air bubbles in the line. When the cassette was replaced and the pump was powered on, it continued to alarm. The patient had received 93.1 and the residual volume was 8.9 at rate 2.2. There was no patient injury.